Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported alarms were confirmed during analysis. The log file was reviewed and events were recorded consistent with power interruption to the system controller. During functional testing, movement of the white power lead at the connector end resulted in interruption in pump support while tethered to the power module. During further investigation, it was found that the brown conductor (battery gauge line) of the white power lead was broken. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the system controller was connected to the power module, the power module alarmed and displayed "low power advisory" and power cable disconnect; however, the training pump ran fine. The system controller seems to work fine on batteries. The system controller was exchanged and the issue was resolved.